Manufacturer narrative:
Concomitant products: 1882 lead; 0296 lead. Product event summary: the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, there were problems with the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d). When all the leads were connected to the device, there was no capture. It was noted that the impedances and detection were adequate. When testing with the analyzer, the lv lead exhibited high thresholds and no capture at high output. The lv lead position was changed several times and the vein was changed on three occasions. Measurements were made with different cables and programmers without any improvement in capture. The physician insisted that it was a lead problem. The device and lv lead were not used. No patient complications have been reported as a result of this event.